Event description:
This ra lead was implanted on (B)(6) 1999. A call to technical services on 1/20/11 states that atrial lead impedance greater than 2000 - a year ago was 1603 - was 1100 at implant. Went up gradually until abrupt increase in (B)(6) of 2010 from 1700 to greater than 2000. Note from rep checking device in feb 2010 stated that medtronic lead impedance runs high. Patient paces less than 1 o % of the time. Pacing thresholds are going up only slightly: at implant, 0.9, last f/u were 1.2, today are 1.6v. Sensing very stable. 4, 4.1 today and in (B)(6). Discussed lead performance -since pacing and sensing is fine, they will monitor for now. Impedance limit of 2000 - customer commented that she cannot tell just how high impedance is - 2001 or 2500 ohms. No inappropriate atr events, no noise, patient does not pace much in the a. Caller will discuss with physician, but they will continue to monitor lead for now. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).